Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient had an infection at the ipg site. Surgical intervention was undertaken to explant the system. Follow up indicated the patient is taking antibiotics as prescribed. No further information is available.

Manufacturer narrative:
Date of event is estimated.